Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that balance middleweight universal ii guide wire had difficulty being advanced and removed and had deformities in the polymer. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance, the reported difficult to remove and the reported product quality problem - irregular texture, however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.